Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the prime/fill anomaly. The device passed the self test, displacement and motor tests. A scratched display window, cracked reservoir tube lip and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer inserted the infusion set in the abdomen. The blood glucose reading was 26.1mmol/l, and the customer ate and delivered 13.0 units. The glucose level dropped to 21.3mmol/l, and then it went up to 22.1mmol/l. The customer bolused again and the glucose level dropped to 20.3mmol/l. The customer did bolus again, but the glucose level kept rising. The customer did not change the infusion set at this time. The customer mentioned being hospitalized. The doctor removed the cannula and it was bent, but the device did not alarm no delivery at this time, only alarmed motor error. The caller stated that the insulin pump was exposed to x-rays in april. No further information was provided.